Event description:
A surgeon reports that following intraocular lens implant surgery a patient has been experiencing glare symptoms under artificial lighting when driving at night. Additional information has been requested.